Manufacturer narrative:
Based on the claim against the product by the customer noting that the second ssc had no left-eye vision, an investigation was completed to determine the cause of this reported event. An intuitive field service engineer (fse) went on-site and replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The hrsv was analyzed and found to have errors 129, and 121 in the logs, prompting low current/backlight alarm issues. The unit was installed on an in-house system and no image was noted when the ssc powered on. The complaint regarding no image in the left eye was confirmed based on the field evaluation/failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the left eye on the second surgeon side console (ssc) was completely black. The caller stated that the primary ssc had vision in both eyes with no issues. Prior to calling, the site restarted the system with no change. The intuitive surgical, inc. (Isi) technical service engineer (tse) had the caller verify the blue fiber cable leds on the vision side cart (vsc) were all blue. The isi tse reviewed the live logs and found no related errors. The isi tse recommended performing ssc hard power cycle and reseating the blue fiber cable. The caller stated they would attempt the hard power cycle after the procedure was finished and call back if they continued to have the issues. The isi tse also recommended that the second ssc user could select 2d mode on the ssc touchpad to get through the case so both eyes would have an image. The site called back two hours later and stated that the recommended hard restart did not work. The isi tse had the site perform one harder restart, while the circuit breaker was off, with no success. At this time, it is unknown if the procedure was completed with both sscs. There were no reports of patient injury. Isi made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.